Event description:
Patient was revised due to acute hip dislocation 2 days post op from index tha. The liner was popped out, cup repositioned, and liner put back. No explants, no implants: just repositioning cup.